Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon stored electrogram review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were discussed. No intervention reported.